Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted that no obvious defects were observed. Attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of the eyelets. The balloon was dissected to find that the inflation notch perforated both the lumens. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to punch depth too large. The product used for the treatment purposes. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labeling could not have prevented the reported failure.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out on the next day of its placement. As per the additional information received via email on 20jul2020 from the ibc representative, there was no visible damage to the catheter and it was unknown how the catheter fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out on the next day of its placement. As per additional information received via email on 20jul2020 from ibc representative, there were no visible damage to the catheter and was unknown how the catheter fell out.